Event description:
Caller reported that a cartridge alarm 20 had occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with loading a new cartridge, but the alarm recurred, leading to a decision to replace the pump. The customer was informed that they would need to program their settings and connect their cgm to the new pump. It was advised that the problematic pump be returned within 10 days using a tandem-provided box and pre-paid label to avoid additional charges. The customer understood and acknowledged all instructions and was informed that their replacement pump would be shipped without requiring a signature for delivery.